Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak at the connection between a y-type tur/bladder irrigation set and a non-baxter irrigation bag. It was not specified when the event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.